Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device bearing was not functioning, defective and bearing blocked. It was also noted that the device failed pre-test for check the falling out protection (steal ring), check the rotation of the saw head, check the saw head's locking mechanism and check the saw blade coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the saw attachment device was not working anymore. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was available for use. Additional information received on (B)(6) 2018 indicated that the device had stopped suddenly during the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.